Event description:
Procedure type: hysterectomy. Reportedly, the tip of the device broke and fell in the surgical cavity. The broken piece was retrieved immediately, and a new ultra shears was used to finish the case. There was no delay in surgery time, no pt complications, or procedure changes as a result of the broken piece. There was no pt injury reported.